Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt has been experiencing pain, swelling, and possible nickel allergy.